Event description:
The customer initially reports that the item broke during a procedure, and there was no patient injury. On (B)(6) 2010, operating room nurse called back and reported that the patient was undergoing a laparoscopic procedure for ktp laser. Hysteroscopy, d&c, and shsg tubal cath when the device broke. The broken piece was retrieved without incident and the surgeon was satisfied that all was recovered. The nurse confirmed no patient injury. On (B)(6) 2010, cs manager reports via telephone that the jaws of the device were not functioning. Surgeon was satisfied with recovery of the broken piece and did not do an x-ray.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.